Manufacturer narrative:
Correction: unique device identification (UDI) has been updated. The charger enclosure was returned to the manufacturer for analysis. Analysis found that the charger passed all tests and is functioning normally. No fault found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs were reviewed and noted several charger board errors. However, all chargers and battery packs were fully functional and the batteries were fully charged. As a precaution, the charger enclosure was replaced. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The charger enclosure has been returned to the manufacturer for evaluation, however results are unavailable at this time.

Event description:
A medtronic representative reported that while outside of a procedure, the battery lights on the image acquisition system (ias) of the imaging system are switching from blue to red and the ias shuts off immediately after. There was no patient present when this issue was observed.